Event description:
I have issues with my bowel movements. My periods are alot stronger. They also last longer and I have 2 every month. I have aches and pains in my joints now where as I never did before. (B)(4).